Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02651. It was reported that the patient was experiencing ineffective therapy. Reprogramming the patient's device did not resolve the issue. The patient underwent a surgical procedure in which their device was explanted.